Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a button failure. Additional information has been requested. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator, indicating that the device's button was faulty. The fse conducted an onsite evaluation of the device, and it was determined that the buttons on the front case assembly were damaged. The fse replaced the front case assembly, after which the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to damaged buttons on the front case assembly. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the front case assembly to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.